Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had blood glucose level of 366 and 351 mg/dl. Customer had nausea vomiting. Customer was treated with manual injection. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer was not using auto mode. Customer stated that there was no air bubbles and leak. No harm requiring medical intervention was reported. The insulin pump and reservoir will be returned for analysis.